Event description:
Complainant alleged that during biomed testing, the device was unable to power on with battery. Upon ac power, the device displayed "defib fault 94", "pacer fault 116", and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Eval: the device was returned to zoll; the customer's report of no power on battery was duplicated and attributed to a faulty fuse on the battery interconnect board. The customers report of "pacer fault 116" "defib fault 94", and "defib disabled" messages were duplicated and attributed to a faulty diode, transformer, and transistor on the hv module. Analysis for reports of this type has not identified an increase in trend.